Event description:
Unable to advance smith's medical asd inc protect IV plus safety IV catheter after blood flash noted in chamber. Tip of angiocath appears to have a jagged edge and is pinched/crimped in the middle. Two separate streams of fluid appear at tip of angiocath when flushing with solution. Reason for use: pro-operative intravenous access.